Event description:
It was reported that the customer was hospitalized due to nausea and high blood glucose and three days later, he was released. It was stated that the customer was admitted again with the same symptoms the next morning. It was stated that the customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The blood glucose reading was 600mg/dl. It was stated that the infusion set was not changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.